Manufacturer narrative:
The biomedical engineer troubleshot the reported complaint with ge healthcare technical support and it was recommended to replace the keypad.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The keyboard front panel was replaced, and the unit was returned to service.

Event description:
The hospital reported that, during a case, the unit was in an error serial download mode. There was no reported patient serious injury or death.